Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that starting 2 months ago, the patient woke up one morning and felt warmth/burning over their implantable neurostimulator (ins) site. There was no falls, trauma, charging issues, etc. Related to the issue. Impedances were checked, and everything was good across multiple reference electrodes. It was noted that the patient had nothing over 1100 ohms and that most of them were in the 600 range. The patient mentioned that the issue occurs from ¿time to time.¿ no further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.